Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11 root cause of failure: unit was unable to pass patient circuit test. Found limit needle valve was not set to max. Set needle valve to max position, position the knob onto the needle valve with the pointer at the maximum position. Minimize the limit knob and press the reset button. Verify that the map displayed on the panel meter is between 0-12 cmh2o. Checked the power module output, ddi board centering/lights, and pneumatic outputs. All were within specification confirmed by a calibrated flow meter. Once complete I reinstalled the top cover and proceeded to recheck the patient cals and circuit check. Unit is ready for patient usage.

Event description:
Additional information received indicates that a company fse was able to customer site for on-site repair.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit is not pressurizing past 9.1. No patient involvement was reported.